Event description:
It was reported that skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient had a skin reaction that consisted of inflammation and infection at the sensor insertion site. The parent consulted a physician on (B)(6) 2021, who prescribed an unspecified oral antibiotic. After the time of the report, the child was recovering. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).